Manufacturer narrative:
The root cause of the failure appears to be a damaged hand control harness. The operation precautions in the manual instructs to periodically check the hand control and all power cords for visible damage.

Event description:
Provider alleges consumer's family is alleging flames allegedly shot out the bottom of the hand control allegedly burning off the cord.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device become available or further information be received, a follow-up report will then be issued.

Event description:
Provider alleges consumer's family is alleging flames allegedly shot out the bottom of the hand control allegedly burning off the cord.